Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
A risk manager reported that a patient presented with epithelial ingrowth in the left eye three weeks following uneventful lasik. The surgeon performed a lift and scrape.